Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer, drive shaft were cold welded together. There was no case involvement. Additional information was received on 4/1/2024: this was discovered after use. Case was not affected.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-10, was received for investigation. Functional testing noted that there was resistance with its mating part, ar-9676, batch 022338. Visual evaluation revealed that the device had nicks and striation marks on the body. The most likely cause is attributed to misuse due to interference with the mating instrument.